Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 sterility has been breached. Visual evaluation of the returned product found damage to the outer carton with a small indention from the stem on the inside of the carton. Carton is crushed on one end. Inner and outer sterile blister have both been punctured by the stem. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was compromised. Tip of femoral stem pierced through both levels of sterile packaging but outside package was not damaged. Attempts have been made and additional information on the reported event is unavailable at this time.